Event description:
A customer contacted baxter technical services (bts) regarding assistance with an overfill during dwell 1 on the homechoice machine (hc). The technical service representative(tsr) reviewed the possible cause with the home patient(hp). The hp stated they already drained out 1400ml prior to calling baxter. The hp did a manual bag this afternoon of 2000ml and only drained 223ml. The hp has an initial drain alarm setting of 0ml. The hp realized it was a programming issue. The hp stated when he called the nurse she said to call baxter and say the word overfill. The tsr assisted the hp to drain. The hp had a largest prescribed fill volume of 2500ml and drained 2629ml before the drain stopped and the hc went to fill. The tsr stopped the fill and checked the ultrafiltration. The ultrafiltration was 1623ml. The hp wanted to end therapy. The tsr offered a swap of the device. The hp stated he liked the hc and he knows it was just a program issue. The hp will have the nurse program the initial drain alarm setting back to 1700ml like he said it used to be. The hp will perform manual bags until then. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported event of an iipv was confirmed, based on the customer's report and the investigation performed by the tsr over the phone. The assignable cause was determined to be use error/insufficient drain - inappropriately programmed initial drain alarm setting. A device history review was performed with no exceptions noted during manufacturing. A service history review was performed, revealing the device has not been previously sent into service and, therefore, previous servicing did not contribute to the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA. Correction: information erroneously omitted from the initial medwatch: the nurse was contacted on (B)(4) 2012. The nurse stated this was an isolated event. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation can be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.